Manufacturer narrative:
X-ray examination confirmed the bent connector pin; the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an attempted implant, the df-1 svc pin would not connect to the ICD. There were no adverse consequences to the patient.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.